Manufacturer narrative:
Device evaluated by manufacturer ¿ the device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A blazer¿ dx-20 diagnostic catheter was selected for use during an atrial fibrillation and atrial flutter ablation procedure. A quad catheter, intracardiac echocardiography (ice) catheter, ablation catheter, two sheaths, and a transseptal needle from other manufacturers were also selected for use. The quad catheter was placed in the right ventricle, and the blazer dx-20 catheter was placed in the right atrium with the distal portion in the coronary sinus. The ice catheter was also placed in the right atrium. A sheath and needle were used for transseptal access; due to the patient¿s rotated anatomy and low fossa ovalis, the physician had difficulty gaining access to the left atrium (la). La access was gained; the ablation catheter was inserted through the sheath and some la anatomy was created. The sheath was exchanged for a sheath from a different manufacturer, when a drop in blood pressure was noticed and a pericardial effusion was observed by the ice catheter. A pericardial drain was placed. All catheters were then removed from the heart. Minimal effusion was evident when the patient left the room in stable condition. The physician indicated the cause of the effusion was ¿most likely¿ the transseptal needle and none of the diagnostic catheters or sheaths. There were no performance issues with the device.